Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The na electrode lot number and expiration date were not provided. The customer received calibration errors on (B)(6) 2025. Calibration was repeated and passed before the event. Qc was acceptable. There is no indication of a reagent performance issue. The alarm trace showed "qc results out of range" alarms. On 28-may-2025, the field service engineer (fse) found that the vacuum nozzle was not fully seated, and previously used calibrators were being reused instead of discarded. The fse found loose screws under the vacuum nozzle and replaced the nozzle and the acrylic spacer. The fse cleaned the nozzle, the vacuum bottle, and the diluent path. The syringe seals were checked, and all of the reagents were replaced and primed. The dilution vessel was clean. Calibration, qc, patient correlations between analyzers, and precision were all acceptable. On 17-jun-2025, the fse found a buildup in the vacuum lines and the reagent flow path. The fse performed a decontamination and verified the correct degasser tubing routing and sensor functionalities. The fse replaced a cracked acrylic block and sample probe and performed adjustments. A solenoid valve was cleaned, a vacuum valve was replaced, and the sonic wash station (sws) was checked for detergent. The dilution cups were inspected, and the degasser filter was rinsed. Ise checks, calibration, qc, patient correlations between analyzers, and precision were all acceptable. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The cobas pro ise analyzer serial number was (B)(6).

Event description:
The initial reporter complained of recurring delta flags for sodium on a cobas pro ise analytical unit. Discrepant results were provided for 1 patient sample tested for sodium electrode (na). The initial result was 148.3 mmol/l. The repeat result from a different cobas pro ise analyzer was 143 mmol/l.